Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the hand piece was connected to the generator and after an hour, the hand piece's sealing could not be performed. Activation/sealing tone and end tone were heard. Another device was opened and activated, and tried replacing both device's 1 and 2 but issue still occurred. Top plate also had considerable heat. The procedure was completed by using a competitor's product. There was no patient injury.